Manufacturer narrative:
Complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported 3 patient samples processed on the realtime sars-cov-2 assay, which tested positive, but repeated negative on another platform. The samples were processed on (B)(6) 2020. Due to the level of 4453 errors experienced on the this run, and also previous instrument issues with noise ((B)(4)) the customer was performing additional checks. The 3 samples that generated positive results were re-tested on the cepheid platform, and did not confirm as positive. Patient 1 ((B)(6)) had no clinical impact reported. Patient 2 ((B)(6)) was transferred to another clinical area, but there was no clinical impact reported. Patient 3 ((B)(6)), the patient was transferred to a clinical area with other covid-19 patients due to the positive result. Follow up was requested to understand if there was any impact to the health or well being of patient 3 and to understand if patient 3 displayed any symptoms. Following the positive test for sars cov-2, the patient was cohorted with other positive patients on the ward. As a result, the patient was exposed to positive patients and therefore was at risk of acquisition of infection from the other patients known to be suffering from covid-19 illness or known to be carrying the virus. When the negative result was confirmed and the initial result was dismissed as being "false positive", the patient was moved to an isolation room. The customer did not receive any follow-up swab from the patient in the 14 days following the exposure and so they are not aware of any further impact on the patient. A further clinical review of this patient showed no evidence that any adverse clinical impact occurred as a result of this incident. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: quality data review: the device history records review for abbott realtime sars-cov-2 amp rgt kit (list (B)(4)) lot 505381 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for the reported lot. The CAPA review for abbott realtime sars-cov-2 amp rgt kit (list (B)(4)) lot 505381 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amp rgt kit (list (B)(4)) lot 505381 identified one additional complaint ticket related to the reported issue. This complaint ticket was independently investigated and did not confirm a product deficiency. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amp rgt kit (list (B)(4)) lot 505381 was not identified.